Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, adhesions, and pain. Post-operative treatment included additional surgery and revision surgery.